Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
The customer contact reported the patient received more medication than intended. At an unspecified time, the device was programmed to deliver an unspecified concentration of morphine and ketamine. No further programming parameters were provided. The customer contact reported that the "pump administered a bolus of 3ml." The patient was reported to have "drowsiness, hypoxia , myosis, cyanosis." At an unspecified time, the patient was treated with naloxone 0.08mg. The patient was reported to have "went well after treatment with naloxone." The device was removed from clinical service. Though requested, no additional information was provided.